Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that backup vvi issue was observed on the device.

Event description:
New information received notes that backup vvi issue was observed when the patient presented in emergency room due to patient notifier. Programming change was made. The patient's condition was stable.